Event description:
Healthcare professional reported, a left side rupture. The device has been explanted.

Manufacturer narrative:
Based on the product analysis performed, the assessments of the complaints are: rupture: observed, opening on posterior side assessed, as fold flaw opening. As per the investigation procedure: non penetrating nicks, creases, wear abrasion. And observed, 40 mm dark patch edge material inside gel device. Shell was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. The device has been explanted.